Event description:
It was reported that the customer had moisture exposure and motor communication error alarm on the insulin pump. Customer's blood glucose level was 202 mg/dl. Customer states motor communication error occurred then insulin pump turned off. Troubleshooting was not performed, because pump is stuck in looping between motor communication error and off no power. Insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed pump self-test, displacement test, and off no power test, no alarms noted during testing. The operating currents were within specification. Moisture damage was noted on the lcd board and mother board. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, and missing end cap sticker.